Event description:
During a routine shift check by a clinicial the device displayed "defib fault 85", "pacer fault 116" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.